Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation- uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergic rash"), psychological trauma ("psych injury"), fatigue ("fatigue"), tooth disorder ("dental problems") and ovarian cyst ("ovarian cysts") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the uterine perforation, pelvic pain, dysmenorrhoea, abdominal pain, dermatitis allergic, psychological trauma, fatigue, tooth disorder, weight decreased and ovarian cyst outcome was unknown. The reporter considered abdominal pain, dermatitis allergic, dysmenorrhoea, fatigue, ovarian cyst, pelvic pain, psychological trauma, tooth disorder, uterine perforation and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Product indication and essure implant date updated. Previously reported ¿injury to herself¿ was updated pelvic pain. Events added: migration/perforation- uterus, dysmenorrhea (cramping), abdominal pain, allergic rash, fatigue, dental problems, weight loss, ovarian cysts and she did not underwent an essure confirmation test were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.